Manufacturer narrative:
Sections with additional information as of 26-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): unknown test strip lot number and meter serial number. B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 121, 127 and 175 mg/dl. The customer stated that since she is taking prednisone she believes the results should be higher than they are. The customer stated that she has another true metrix meter that she is also obtaining low blood glucose test results: reference internal report number: (B)(4). The customer¿s expected am fasting blood glucose test result range is 80-110 mg/dl and expected pm fasting blood glucose test result is 170 mg/dl. The customer reported having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/15/2024 and test strips were opened 2 ½ weeks prior to call. The meter memory was reviewed for previous test result history (only three results provided): result 1: 121 mg/dl, date: on (B)(6) 2023, time: 11:00 am, non-fasting, result 2: 127 mg/dl, date: on (B)(6) 2023, time: 5:38 pm, non-fasting, result 3: 175 mg/dl, date: on (B)(6) 2023, time: 5:00 pm, unknown if fasting or non-fasting.